Manufacturer narrative:
Evaluation: based upon the info provided by the customer it is feasible to suggest the device met with resistance beyond its intended capabilities. This type of damage may also have occurred if the wire guide comes into contact with the bevel of the needle during the initial placement, and/or withdrawn through the needle. We do advise on our labeling: "withdrawal or manipulation of distal spring coil portion of the wire guide through the needle tip may result in breakage," this device was found to have the distal weld connection to be missing with coil elongation present at the distal end.